Event description:
During insertion of PICC line, one of the tabs broke off the peel-away sheath after the sheath had peeled approx. 1-2mm. The nurse was able to peel down the remainder of the sheath without using instruments. The insertion of a new sheath was not necessary and the procedure continued with no adverse affects on the patient. The used sheath has been returned for evaluation.

Manufacturer narrative:
The used sheath was returned and confirmed for wing breakage. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The returned device is a purchased component and has been forwarded to our supplier (enpath medical, inc.) For evaluation and/or corrective action. A supplemental medwatch will be submitted upon receipt of response from our supplier.